Manufacturer narrative:
This report is submitted on april 28, 2022.

Event description:
Per the clinic, the patient experienced pain and bleeding around abutment site (date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported).

Manufacturer narrative:
Correction: b4 and g3 as previously reported in initial MDR is incorrect. Date of this report should be april 07, 2022. This report is submitted on may 30, 2022.